Event description:
The pt reported feelings of prickling/tingling sensations on his lower left extremities. The pt reported no recent falls or trauma. The pt plans to f/u with their hcp. Add'l info has been requested, but was not available at the time of this report.